Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was originally placed with the stylet inserted, but was unable to measure any parameter using the analyzer. Additionally, it was not possible to remove the stylet from the lead. The lead was removed from the patient, and the physician was able to remove the stylet, but upon attempting to reinsert, the stylet was unable to advance beyond 2-3 centimeters. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.